Manufacturer narrative:
Submit date: 2/23/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a foam positioning kit. That the long velcro strap in this kit is being manufactured incorrectly. Both ends of this strap should be the stiff/rough velcro, and the last 8 that we have gotten in have had a stiff/rough end and the soft velcro at the other end which won't stick to the strap when applied to the schlein chair. We have been having to remove these straps and use a different safety strap that we carry, as a temporary replacement.

Manufacturer narrative:
One sample was received and a visual inspection was performed. A device history record (DHR) review was completed for lot# 0017880700. There were no manufacturing issues related to the complaint for this lot. Inspection of the sample resulted in noting that the strap had been correctly produced per the torso strap drawing. Further investigation and a root cause analysis determined that there was an error in the product drawing. The drawing specified that the strap was to have the hook part of the velcro on one end and the loop part of the velcro on the other end when both ends should have had the hook part. This complaint will be considered as confirmed. In addition, an internal corrective/preventative action (CAPA) has been initiated to address the incorrect drawing. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.